Event description:
The dental implant fx3610swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 11 days after implantation. The patient has medical history of hypertension. The patient required another surgical intervention to recover.